Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 2.5mmx40mmx145cm coyote es balloon catheter was advanced for predilation. The balloon was inflated for 10 seconds however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Returned product consisted of a coyote es balloon catheter with a stopcock attached to the hub. There was contrast in the inflation lumen and balloon and blood in the guide wire lumen. There were numerous kinks throughout the shaft of the device. The inner shaft under the proximal end of the balloon was buckled and the proximal end of the balloon was bunched. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall 1mm distal of the distal markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination presented no damage or irregularities in the markerbands that could have contributed to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely calcified anterior tibial artery. After a guide wire crossed the lesion, a 2.5mmx40mmx145cm coyote es balloon catheter was advanced for predilation. The balloon was inflated for 10 seconds however it ruptured at 6 atmospheres on the first inflation. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and patient's status was good.